Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient reported fasciculation around the extension site. Impedances seen in (B)(6) 2015 showed on lead 1-7, 965-1061. Impedances seen on (B)(6) 2015, showed impedances on lead 1-7, 965-1033. In (B)(6) 2016, the patient reported fasciculation around the extension site and they reported that it started after having been "wanded" through security at the airport. It was reported that it was advised to unlikely to be the cause. In (B)(6) 2017, the rep reprogrammed and x-rays were advised to check if the electrode had slipped. There was routine annual reviews until (B)(6) 2018 with impedances showing 948-1131.